Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen ((B)(4) worldwide incidents out of estimated (B)(4)+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an abscess with accompanying thoracic phlegmon in right axilla 14 days post miradry treatment. Patient had a fever and pain 3 days post-treatment. Ibuprofen 400 mg tid was prescribed. The following day patient consulted with physician. Penicillin (IV and oral) was prescribed and bloodwork performed. Symptoms improved until 8 days post-treatment. Patient developed a fever, swelling, increased pain and redness. The physician drained purulent fluid from "a blister". Patient was hospitalized and IV antibiotics were administered. At 9 days post-treatment, the abscesses were drained and necrotic tissue was debrided while the patient was under general anesthesia. Patient was discharged from hospital at 12 days post-treatment. Co-amoxicillin 1g bid was prescribed. Clinic confirmed the symptoms were resolving.